Event description:
Customer reported when turning on the urology equipment in the morning that all the equipment came up except for the generator which left them without fluoro capabilities. She reported they had four procedures but, only one need fluoro and they brought in a portable c-arm for that procedure.

Manufacturer narrative:
Since the customer rebooted the system which then worked, and the customer cancelled the service call, we will not be able to determine to problem with the generator. A review of the product DHR staging file, showed that all of the suite's components operated to specification before being shipped to user.